Event description:
It was reported there was an air-in-line alarm failure. The primary infusion was room temperature and had a rate of 20ml/hour. Air in the set reached from the bag to near the patient. The patient's admitting diagnosis was ventricular fibrillation arrest, and there was no patient harm.

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2019-01706). This MDR resubmission now reflects the correct product registration number. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there was an air-in-line alarm failure. The primary infusion was room temperature and had a rate of 20ml/hour. Air in the set reached from the bag to near the patient. The patient's admitting diagnosis was ventricular fibrillation arrest, and there was no patient harm.